Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (damaged) issue; a cracked display. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: during investigation, the display screen was found to be blank with audible and vibrations at power up. The buttons were unable to be tested due to the blank display. The display was found to be cracked and a test display was used and worked properly. The allegation of a damaged display issue was duplicated and confirmed during investigation.